Manufacturer narrative:
Operator of the device and initial reporter also sent report to FDA are unknown; no additional information received to date. No product returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump indicated an error code. No patient injury was reported.

Manufacturer narrative:
Event problem and evaluation codes: updates not required. H10: a manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seal was missing. A power up self test was performed but failed as the display was blank and the device exhibited a constant alarm. As a result the event log history could not be reviewed. The reported problem could not be duplicated and the root cause could not be determined. The main board was replaced as a preventative measure.